Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone that the customer's insulin pump was under delivering. The customer¿s blood glucose level at the time of incident and current was 330 mg/dl. The customer was treated with pump for high blood glucose level. The customer¿s mother reported that the customer had high blood glucose level so he changed the set. The pump received insulin flow blocked alarm. The customer performed 5.0 unit fill cannula and the insulin did not exit and the pump alarmed insulin flow blocked. The customer removed reservoir and performed rewind and pump alarmed with no reservoir detected. The customer was asked to push insulin slowly through the tubing and it was found that the insulin did not exit with plunger push. The customer also reported that insulin exited, but there was greater than normal resistance when the customer attempt plunger push. The insulin pump will not be returned for analysis.